Manufacturer narrative:
This report is being submitted as the result of a retrospective review. The decision tree was reassessed on (B)(6) 2022 and the event was determined to be a 30-day reportable event. The initial emdr was submitted to the FDA within 30 days and this is a correction emdr only. It was reported that during pre-delivery inspection, the cardiosave intraaortic balloon pump (iabp) had a gas leak when a new cylinder (2000 psi or more) was installed and the valve of the cylinder was opened. The customer also reported when removing the cylinder, the yoke screw became very hard. There was no patient involvement and no adverse event reported. Additional information was requested with regard to the repair and status of the iabp. However, despite our best efforts, no repair information and no status of the iabp has been received. Therefore, per procedure, this complaint is being closed. If any pertinent information is received in the future, this record will be reopened updated accordingly.

Event description:
It was reported that during pre-delivery inspection, the cardiosave intra aortic balloon pump (iabp) had a gas leak when a new cylinder (2000 psi or more) was installed and the valve of the cylinder was opened. The customer also reported when removing the cylinder, the yoke screw became very hard. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
The full name of the event site is (B)(6). Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted when this information is provided to us.

Event description:
It was reported that during pre-delivery inspection, the cardiosave intra-aortic balloon pump (iabp) had a gas leak when a new cylinder (2000 psi or more) was installed, and the valve of the cylinder was opened. The customer also reported when removing the cylinder, the yoke screw became very hard. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during pre-delivery inspection, the cardiosave intra-aortic balloon pump (iabp) had a gas leak when a new cylinder (2000 psi or more) was installed and the valve of the cylinder was opened. The customer also reported when removing the cylinder, the yoke screw became very hard. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
***After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable complaint with a classification of "other", making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.